Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked from the hub during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported that leakage from the catheter hub was observed. This required re-venipuncture for the patient. There was no health hazard for the patient. The affected product was washed off by saline at the customer's side.".

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter adapter assembly and four photos. Upon inspection of the received unit and photos, no visible defects were observed. A leak test was performed and leakage was observed from under the nose of the adapter. The reported defect was confirmed. The adapter was dissected to inspect for any damage. Upon removal of the catheter and wedge, it was identified that the wedge had been damaged. No damage was observed to the catheter tubing or the connection between the wedge and catheter tubing indicating that the observed damage and location of the wedge likely caused leakage to occur. This defect can occur during manufacturing due to misalignment or incorrect equipment settings. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter leaked from the hub during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported that leakage from the catheter hub was observed. This required re-venipuncture for the patient. There was no health hazard for the patient. The affected product was washed off by saline at the customer's side."